Manufacturer narrative:
Only one piece of the device was returned for further inspection. The smaller fragment and the locking bolt were not returned for further review. The device exhibits a clear fracture proximal to the stem of the device. The device also exhibits signs of wear from repeated use including fading of the etchings and nicks/gouges. The device was manufactured on october 15, 1999 and had a field life of approximately seventeen (17) years and two (2) months with an unknown frequency of use. The device history records and the receiving inspections report were both reviewed and found no anomalies or deviations. Review of the complaint history determined that no further action is required as no were trends identified. However, this device was manufactured in october of 1999 and it is not believed that the design of the device contributed to the event but rather the extended use of this device. Therefore, wear and tear from use is considered to be root cause for this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Date of birth - ni. Patient sex - ni. Expiration date - na. Date implanted - na. Date explanted - na.

Event description:
It was reported a nexgen tibial articular surface provisional fractured. No known consequences to patient. No delay in surgery.